Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. This is a combined initial and final report.

Event description:
Explanted device received at hq. No device explatation report form is available.